Manufacturer narrative:
Technician found that the link was worn causing the foot end brakes not to engage. He installed the transtar brake/steer upgrade on the foot end of the stretcher and the brakes functioned properly. The stretcher was found out of service in the hallway and there were no alleged injuries.

Event description:
Technician alleged that the brakes were not holding at the foot end of the stretcher.